Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; g3; h2; h3; h4; h6. Visual examination of the provided pictures identified the plate to be fractured at the weld as reported. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a hip procedure, the broach handle was found to be broken at the distal weld where the product is struck to impact and remove the rasp. There was no reported harm or injury to the patient. A new device was used to complete the surgery. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4) report source: spain. Product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted.